Manufacturer narrative:
The pump was received stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit passed the displacement test, rewind, basic occlusion and prime tests. We were unable to perform functional testing including the occlusion and no delivery tests due to the motor error alarm. The unit had a cracked display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report that she had been hospitalized for high blood glucose levels for two weeks. The customer's blood glucose level at the time of the event is unknown and not many details about the event itself were able to be given at the time. The customer also experienced some issues with her device. Her device would receive a motor error alarm during a manual prime. The customer hadn't used the device in two weeks prior to receiving the motor error alarm. Troubleshooting was performed on the device an we assisted the customer in clearing the alarm. The customer stated that they were able to rewind the pump. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.